Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medwatch form received from FDA. Uf/reporter # (B)(4). It was reported during a depuy spine case, 7mm shaver broke in 2 pieces. Both pieces were immediately retrieved and intra-op x-ray was obtained. X-ray read by radiology attending, who confirmed that no foreign body was retained from broken instrument. Radiologist spoke to doctor, x-ray was clear.